Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas alleging that the patient was unresponsive during a low blood glucose event; the reporter indicated that the patient was given glucagon but the patient remained unresponsive. The reporter indicated that the patient was transported via emergency medical services to a hospital where the patient was treated. The reporter indicated that the patient was a post cerebro-vascular accident patient and had a history of occasional low blood glucose levels. Troubleshooting was unable to be completed during the call to animas. This report is made based on the allegation that the patient was hospitalized for a severe hypoglycemic event of unclear cause while using insulin pump therapy.